Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported a complaint of a burning sensation in the hip during an MRI. They were notified of the issue by the MRI technician. The rep reviewed implant documentation with the MRI technician including the criteria for MRI compatible devices of 1.5 tesla. The MRI department had the manufacturer's information for MRI scans. As an action to resolve the issue, they removed the patient from the MRI. At the time of the report, the issue was resolved. The patient was not complaining at the time he left the emergency room following the MRI attempt. No surgical intervention was planned or occurred. Relevant medical history included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.